Event description:
Observation found during evaluation: the front display has some smudge which blocks the clarity of the display and cannot be cleaned.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the front display has some smudge which blocks the clarity of the display and cannot be cleaned. The root cause of the failure is likely due to use. H3 other text : evaluation findings are in section h.11.

Event description:
Observation found during evaluation: the front display has some smudge which blocks the clarity of the display and cannot be cleaned.